Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the suture broke. Manual compression was applied and a d-stat dry hemostatic bandage was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.